Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to passed out and hypoglycemia (B)(6)2020. The customer¿s blood glucose level was unknown at time of incident. The customer declined troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with pillowing keypad overlay. (B)(4).